Event description:
Type I diabetic had been obtaining blood glucose values from the device which were greater than 200 mg/dl. On day of event, diabetic began "acting strange". So family contacted medics. Medics determined blood glucose to be 40 mg/dl by an unknown method. Diabetic was treated with intravenous glucose. Quality control solutions were outside of range indicating that the test strips were damaged by improper storage.